Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple, intermittent inaccurate fill estimates. Reportedly, the insulin gauge decreased faster than expected. The customer's blood glucose level was 332 mg/dl, and was addressed with a correction bolus. At the time of the reported event, the customer loaded a new cartridge with 300 units, and declined to reload the existing cartridge.